Manufacturer narrative:
The manufacturer previously reported a failure of the flow element. The flow element was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow element failing was due to physical damage.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device failed a step during testing. The device's flow element and oxygen blending module manifold were replaced to address the issues.